Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped suddenly and the pump shut off. Review of pump data by tandem technical support showed the pump battery depleted from 25% to 5% in approximately 13 minutes. Customer reported blood glucose level was 350 (mg/dl) due to consuming a breakfast high in carbohydrates. Customer stated elevated bg level was not due to the pump or pump supplies. A correction bolus was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.